Event description:
It was reported that the patient was revised due to instability, implant awareness and groin pain.

Manufacturer narrative:
The patient is 157 centimeters in height. The lot information for the returned device differs from the initial report. Visual inspection of the returned device was performed as part of the material analysis report. Burnishing and scratching were observed throughout the articulating insert surface. Delamination was observed around the distal rim. All are commonly identified damage modes on uhmwpe acetabular inserts. Device history review indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. However, it is noted that the device was implanted for 22 years. Further information such as operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. The event was not confirmed.

Manufacturer narrative:
It was noted that the original date of implant was approximately 22 years ago. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was revised due to instability, implant awareness and groin pain.